Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed for this incident.

Event description:
The device is part of the recall population z-0470-2011 through z-0473-2011. Upon completion of the device investigation, it was found to have a component failure (u8) that was related to the device recall.